Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at time.

Event description:
Olympus was informed that during an endoscopic sinus surgery (ess) procedure, while shaving the bone with a diamond ball burr the patient sustained a first degree burn to the nose. It was reported that an e23 ¿invalid instrument¿ error was observed when the burned occurred. There was no additional medical or surgical treatment reported. The intended procedure was completed with the same device. This is 4 of 4 reports.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the evaluation, the reported complaint was not confirmed. The test console was able to recognize the blade. In addition, the blade window was able to rotate between open and close upon activation of the toggle function. The blade tested was working and fully functional as designed. There was no evidence of unusual heat generation during operation of the blade. Due to the blade having no discernible damages or heat generation, the definitive root cause of the reported failure mode could not be determined. Investigation activities: this event was reviewed by a medical professional and concluded that this was a non-serious injury. No device malfunction was confirmed. Hazard and risk analysis completed and concluded the severity level of this event as a low risk and deemed the event as non-reportable. Olympus will continue to monitor complaints for this device through regular trending activities

Manufacturer narrative:
The blade used in the case was received as a biohazard (blood found) contaminate and its function could not be checked.